Event description:
It was reported that the insulin's pump screen was frozen. The blood glucose reading is 292 mg/dl. The screen is frozen with no advancement of time. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. The test transmitter and bg meter communicated properly with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.